Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately one year after device system implanted. The cause of death has been requested and not received. Additional information received from the funeral home noted that the cause of death was respiratory failure, pulmonary hypertension, bi-ventricular heart failure and also mild coronary artery disease.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately one year after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4076 implantable pacing lead (B)(6) 2012.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately one year after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received from the funeral home noted that the cause of death was respiratory failure, pulmonary hypertension, bi-ventricular heart failure and also mild coronary artery disease.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.